Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during an arthroscopic shoulder surgery the anchor broke inside the patient after two rotations and the suture tore. All parts were retrieved. There was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Complaint allegation is confirmed. One unpackaged ar-2600sbs-4 serial/batch number (B)(6) was received for investigation. Functional testing was not performed due to the damage to the device. Visual inspection noted that the anchor of the device is warped/broken and the sutures were damaged. The method used to prepare the bone, as well as the bone quality encountered during the procedure, were not provided. The most likely cause can be attributed to improper bone preparation; misaligned insertion; or prying/leveraging the device during use.